Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose. The customer stated that insulin pump was not lowering his blood glucose. The customer stated that they had a blood glucose of more than 300 mg/dl. The customer stated that the insulin pump had malfunction. It was unknown that auto mode feature was active or not at the time of event. The insulin pump, reservoir and infusion set will not be returned for analysis.